Event description:
An internal review of data identified that mobile programmer application displayed a white screen error message during a patient session when application transitioned between the foreground and background. No patient complications have been reported as a result of this event. Application version:3.19.1 host tablet os version:18.3.1

Manufacturer narrative:
Analysis of the service logs identified the event described in section b5. This regulatory report is being submitted due to retrospective review through pr(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.